Event description:
It was reported that balloon rupture occurred. The 100% stenosed target lesion was located in the mildly tortuous and mildly calcified superficial femoral artery. A 4.0mm x 220mm x 150cm coyote balloon catheter was advanced for dilatation. During the procedure, the balloon ruptured after the first inflation at 14 atmospheres for 30 seconds. The device was removed without any problem, and the procedure was completed with this device. There were no patient complications as a result of this event.